Event description:
It was reported that the lead had multiple repositioning. The leads remains active. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).